Event description:
The customer contact reported the device was damaged. The device was returned to the biomedical dept with a note stating damaged. It was reported that there was no pt involvement or any reports of adverse events while the device was in clinical use. During testing at the user facility it was noted that the door roller pin was missing. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device door was found to be broken and the roller pin was missing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.